Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lower anterior resection, while they were cutting the vessel and to cut the "hami" colon, the surgeon fired the staple reload but the cartridge broke off. The surgeon was able to press the green button but he could not squeeze the handle. They used another new product to complete the case. There was no patient injury.